Event description:
(B)(4). Hysterectomy to remove device after years of pain at the device location. One small ovarian cyst was monitored, but did not explain pain. A colonoscopy was also done to rule out intestinal troubles. I also developed grave's autoimmune thyroid disease during my use of essure.